Event description:
A representative reported a hole through blue finger pocket while training staff.

Manufacturer narrative:
Based on the available information this event is deemed a reportable malfunction. No additional event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on (B)(4) 2013.